Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap threads were stripped. It was also reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during visual inspection, the battery compartment threads were observed to be damaged as well as the battery cap. The returned battery cap was unable to tighten due to the damaged battery compartment threads and cap. A test cap was used for testing. Unrelated to the original complaint, there was evidence of moisture contamination found on the underside of the battery cap. A leak test was unable to be performed due to the damaged battery compartment threads. The pump intermittently powered on due to damage with the test battery cap. The display appeared to be dim and discolored. Additionally, the audio bolus button cover was peeling but the button was responsive. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.